Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the pump not working appropriately. The event was resolved. No additional information was reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the pump not working appropriately. The event was resolved. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected and during the inspection, contamination was identified inside the pump. The pump was not functionally tested due to contamination. The tubing was identified to be cut down to the pump block and not returned for analysis. The reason for the pump mechanical issue could not be confirmed.